Event description:
It was reported that during a training/demo of the da vinci system intuitive surgical, inc. (Isi), the rep. Contacted isi technical service engineer (tse) and reported they had issues with the integrated electrosurgical unit (iesu) or erbe generator. Customer stated they had a message on the screen to release the activation switch. Tse asked customer if they were using a bovie pencil or the vision side cart (vsc) foot pedals. Customer stated they were using the vsc foot pedals and when they went to use them, they weren't working and the 2-foot pedal cables that plug into the back of the erbe were disconnected. Customer stated they re-connected the vsc foot pedal cables to the back of the erbe and used the foot pedals, but now the surgeon was sitting at the surgeon side console (ssc) and using the ssc foot pedals and getting errors. Tse viewed system logs and saw m-10/m-12 errors. Tse asked customer if anything was pressing on the vsc foot pedals and customer stated no. Tse recommended they disconnect the vsc foot pedal cables again from the back of the erbe. Customer disconnected the vsc foot pedal cables from the back of the erbe and stated the message remains on the screen and energy isn't working. Tse recommended they reboot the erbe. Customer rebooted the erbe and when it powered back on the energy was working. Customer proceeded with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot pedal. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.